Event description:
During phacoemulsification as part of elective lens extraction, a small whitened area appeared in the cornea. The physician checked the irrigation flow, but there were no kinks and the tubing was filled with irrigation fluid. The physician informed the pt that a burn had occurred. The equipment was isolated and the MFR notified.